Manufacturer narrative:
Additional information was requested regarding the circumstances of the explantation of the device; however, could not be obtained. This report is submitted september 12, 2019.

Manufacturer narrative:
This report is submitted on august 16, 2019.

Event description:
The explanted device (serial number (B)(4) ) returned to cochlear device analysis team without any documents. It is unknown the reason of the explant as of the date of this report, august 15, 2019.